Event description:
It was reported that stent positioning and re-constraining difficulties were encountered. The target lesion was located in a lower extremity vein. A 14 x 90/9fr uni plus 75cm wallstent stent was advanced to treat the lesion. However, the stent jumped forward when being released for the first time and when the physician attempted to remove the device, a small section of the stent could not be re-constrained back into the sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.